Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited a polarity switch , noise and the lead was suspected to be failing. The lead was reprogrammed.

Event description:
It was reported that the atrial lead triggered an alert for low impedance. The lead remains in use. No patient complications have been reported as a result of this event.